Manufacturer narrative:
A complaint investigation was conducted for the architect toxo igg reagent, lot 76588be00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number. The overall performance of architect toxo igg reagents in the field was reviewed using data from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified with the architect toxo igg reagent, lot 76588e00.

Event description:
The customer reported a false reactive architect toxo igg result on a pregnant female patient. The following results were provided: (B)(6) 2025, sid (B)(6) abbott toxo igg = 3.2 iu/ml (positive), toxo igm was negative. New sample on (B)(6) 2025 sid (B)(6) abbott toxo igg = 4.7 iu/ml (positive), toxo igm was negative; atellica toxo igg was negative; sample tested for heterophilic antibodies and still positive for toxo igg another laboratory: toxo igg was negative no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported a false reactive architect toxo igg result on a pregnant female patient. The following results were provided: (B)(6) 2025 sid (B)(6) abbott toxo igg = 3.2 iu/ml (positive), toxo igm was negative. New sample on (B)(6) 2025 sid (B)(6) abbott toxo igg = 4.7 iu/ml (positive), toxo igm was negative; atellica toxo igg was negative; sample tested for heterophilic antibodies and still positive for toxo igg. Another laboratory: toxo igg was negative. No impact to patient management was reported.